Event description:
(B)(6) clinical study. It was reported that during a stenting treatment procedure, side branch stenosis increased and a myocardial infarction occurred. The patient presented with unstable angina (braunwald class iiib), and was referred for cardiac catheterization. The 75% stenosed, 20 x 4.0mm, target lesion was located in the mid right coronary artery (rca). The calcified, resistant target lesion required numerous pre-dilatations, including use of a cutting balloon. Subsequently, a 4.00 x 28 mm study stent was placed. Following post-dilatation, residual stenosis was 0%. The patient experienced a peri-procedural myocardial infarction (mi) prior to discharge, based on biomarker elevation. No acute complications were noted following the index procedure. An echocardiogram (ECG), which was planned before the index procedure was performed before discharge. No new ECG changes or clinical consequence was noted and no action was taken for the enzyme elevation. The patient recovered, the event resolved, and the subject was discharged on aspirin and clopidogrel. The baseline index angiography of the mid rca revealed 60% side branch stenosis while the post-procedure angiography of the mid rca revealed 100% side branch stenosis.

Event description:
(B)(4). It was reported that during a stenting treatment procedure, side branch stenosis increased and a myocardial infarction occurred. The patient presented with unstable angina (braunwald class iiib), and was referred for cardiac catheterization. The 75% stenosed, 20 x 4.0mm, target lesion was located in the mid right coronary artery (rca). The calcified, resistant target lesion required numerous pre-dilatations, including use of a cutting balloon. Subsequently, a 4.00 x 28 mm study stent was placed. Following post-dilatation, residual stenosis was 0%. The patient experienced a peri-procedural myocardial infarction (mi) prior to discharge, based on biomarker elevation. No acute complications were noted following the index procedure. An echocardiogram (ECG), which was planned before the index procedure was performed before discharge. No new ECG changes or clinical consequence was noted and no action was taken for the enzyme elevation. The patient recovered, the event resolved, and the subject was discharged on aspirin and clopidogrel. The baseline index angiography of the mid rca revealed 60% side branch stenosis while the post-procedure angiography of the mid rca revealed 100% side branch stenosis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).